Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). As the complaint device was not returned for evaluation, a failure analysis of the device could not be performed. The analysis of this complaint was an assessment of the manufacturing records, complaint history, and information provided to abbott vascular. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history of the reported lot revealed no similar incidents. The investigation concluded that the reported difficulty grasping the leaflets and single leaflet device attachment (slda) were related to patient morphology/pathology. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling.

Event description:
This report is filed because the deployed clip detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet, which required an additional clip for treatment. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4 and challenging anatomy due to thin anterior leaflet. There was difficulty grasping the leaflets; however, the leaflets were able to be grasped and the clip was deployed without issue. After clip deployment, during removal of the gripper line, a single leaflet device attachment (slda) occurred. As treatment, a second clip was deployed. The procedure was completed successfully with mr reduced to 2, no reported adverse patient sequela, and no reported clinically significant delay in the procedure. There was no additional information provided.